Event description:
Complaint description: during removal of the guide wire a strong resistance was noted. Several attempts were made to remove the guide wire. Finally, the guide wire separated. X-ray showed a loop of the complete wire behind the clavicula. The user secured the other wire parts (outside the body) as well as the puncture cannula and dilator. Further procedures were decided after stabilization of the patient.

Manufacturer narrative:
(B)(4). The customer returned a single spring-wire guide (swg) for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled and kinked in multiple places. The distal j-bend tip was not present, which indicates that the distal end of the swg was separated and not returned. Microscopic examination of the guide wire confirmed that the full guide wire was not returned. The core wire protruding was rounded and curved with a flat base, and a weld was not present at the end of the separated coil wire. The proximal weld was intact, full, and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The outer diameter (od) of the proximal end of the swg measured 0.803 mm, which is within the range of 0.788 to 0.826 mm specified by the product drawing. The spring-wire guide core wire length measured 405 mm, which is not within the range of 679 to 687 mm specified by the product drawing. This indicates that at least 274 mm of the catheter core wire was not returned. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no issues were identified. The instructions-for-use (IFU) that is packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the guidewire as excessive force can cause component damage or breakage. The IFU states that if resistance is felt while removing the guidewire from the catheter, the catheter should be withdrawn 2-3 cm relative the guidewire and another attempt made at removing it. If resistance is felt again the guidewire and catheter should be removed simultaneously. The report that the guide wire was damaged and separated was confirmed through examination of the returned sample. The guide wire was unraveled and 274 mm of the core wire was not returned. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Additional information requested. No additional information available at the time of this report.

Event description:
During removal of the guide wire a strong resistance was noted. Several attempts were made to remove the guide wire. Finally, the guide wire separated. X-ray showed a loop of the complete wire behind the clavicula. The user secured the other wire parts (outside the body) as well as the puncture cannula and dilator. Further procedures were decided after stabilization of the patient.